Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose. Customer's blood glucose level was 530mg/dl and current blood glucose is 129mg/dl. Customer treated this with manual injection. Customer declined to troubleshoot for high blood glucose. While speaking on phone. Customer's blood glucose was 129mg/dl and was advised to contact the healthcare professional if blood glucose value goes beyond 250mg/dl. Pump will not be returned.